Event description:
Two weeks ago when consumer was brushing, consumer noticed a small piece of enamel chipped off an upper right tooth.

Manufacturer narrative:
Additional information: product components are manufactured at the following contract manufacturing locations. Since the consumer has not returned the product to date, we are unable to determine which exact product was used and at which location the particular product was manufactured. Heads and bodies are manufactured at the following location: contract manufacturer: (B)(4).